Event description:
This is filed to report patient death. It was reported that the mitraclip procedure was performed on (B)(6) 2022, treating functional mitral regurgitation (mr) of grade 3-4+. One clip was implanted and the mr was reduced to grade 1+. On (B)(6) 2022, the patient died. Cause of death is unknown. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the mitraclip system information for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the available information the cause of death cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.